Event description:
On (B)(6) 2022, it was reported this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. There were no reported allegations that the event was related to a issue with a fresenius device or products. In additional follow-up, the patient¿s pd nurse confirmed that on an unknown date the patient was hospitalized for symptoms of nausea and vomiting. During the hospitalization a pd culture was obtained (date unknown) which confirmed peritonitis (results not provided). The patient was treated with intravenous (IV) antibiotic therapy (medications unknown). Additionally, the patient was transitioned to hemodialysis for renal replacement needs to rest the patient¿s gut. On an unknown date, the patient was discharged from the hospital. Per the nurse, the patient currently remains on incenter hemodialysis and is recovering from the peritonitis event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device, product, or drug in relation to the peritonitis event. The nurse attributed the peritonitis to the patient having concomitant diarrhea; although the direct mechanism was unknown.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler/liberty cycler set and the patient event of peritonitis. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the liberty select cycler/liberty cycler set was associated with the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Moreover, patients on pd therapy are at risk for transmural migration of gastrointestinal bacteria with constipation or diarrhea. (Correa-rotter, et.al., 2019) based on the available information, the cause of the patient¿s peritonitis is likely to be associated with concomitant diarrhea while the exact mechanism for infection is unknown.

Event description:
On (B)(6) 2022, it was reported this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. There were no reported allegations that the event was related to a issue with a fresenius device or products. In additional follow-up, the patient¿s pd nurse confirmed that on an unknown date the patient was hospitalized for symptoms of nausea and vomiting. During the hospitalization a pd culture was obtained (date unknown) which confirmed peritonitis (results not provided). The patient was treated with intravenous (IV) antibiotic therapy (medications unknown). Additionally, the patient was transitioned to hemodialysis for renal replacement needs to rest the patient¿s gut. On an unknown date, the patient was discharged from the hospital. Per the nurse, the patient currently remains on incenter hemodialysis and is recovering from the peritonitis event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device, product, or drug in relation to the peritonitis event. The nurse attributed the peritonitis to the patient having concomitant diarrhea; although the direct mechanism was unknown.

Manufacturer narrative:
Additional information: h4.

Event description:
On 31/may/2022, it was reported this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. There were no reported allegations that the event was related to a issue with a fresenius device or products. In additional follow-up, the patient¿s pd nurse confirmed that on an unknown date the patient was hospitalized for symptoms of nausea and vomiting. During the hospitalization a pd culture was obtained (date unknown) which confirmed peritonitis (results not provided). The patient was treated with intravenous (IV) antibiotic therapy (medications unknown). Additionally, the patient was transitioned to hemodialysis for renal replacement needs to rest the patient¿s gut. On an unknown date, the patient was discharged from the hospital. Per the nurse, the patient currently remains on incenter hemodialysis and is recovering from the peritonitis event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device, product, or drug in relation to the peritonitis event. The nurse attributed the peritonitis to the patient having concomitant diarrhea; although the direct mechanism was unknown.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.